Event description:
It was reported that an increase in pacing lead impedance and capture threshold was observed. The patient had two non-sustained lead noise episodes that were caused by short periods of noise on the sense/pace portion of the lead. The patient was later hospitalized due to unknown illness. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.